Manufacturer narrative:
Evaluation summary: the hospital purchased the al-al adaptor in (B)(6) and experienced the failure on (B)(6) 2021. Although it was occurred over warranty period, it may not be durability problem. As a result of measuring the wall thickness of the broken part (n=3) in the stock, it was within the tolerance on the drawing. From (B)(6) 2016 as of (B)(6), there are only three complaints regarding the al-al adaptor. From these result, it was caused due to the fact that a strong load was applied on the broken part due to the moment of force and resulting in breakage. Correction information: d4: model#. D9: device available for evaluation. G6: follow up #1. H3: device evaluation. H6: coding changed based on the investigation result: medical device problem code, type of investigation, investigation findings, and investigation conclusions. Additional information: b5: lobe bought (B)(4) # 82003 and al-al in (B)(6) 2019 - (B)(6) they contacted me - al-al did not fit into light source - description of any actions taken: 7154 and al-al will be sent to pentax for inspection - 7154 loaner was provided. H2: type of follow up. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
We didn't get any information this device is not distributed in us so that unique identifier is blank. The customer did not return the defect to pentax, so we could not perform further investigation. This report is being filed as part of the pentax backlog management plan.

Event description:
Al-al did not fit into light source. This event occurred at the time of before use. There was no report of patient harm.